Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The little locking tabs on stem trials were broke/missing.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed one side of the bayonet connection has the pin fractured off and the opposite side pin bent upwards as opposed to being perpendicular to the center axis of the stem¿s outer diameter. The root cause is attributed to suspected misuse. The condition of the remaining bent pins indicate side leveraging was applied resulting in pin fracture. Based on the root cause determination of suspected misuse, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.